Event description:
The facility reported a flo-gard infusion pump with an unknown failure. The event was reported to have occurred upon power up. This had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "undetermined failure".

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an unknown failure was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. It is unknown if any repairs were made or not. Should additional information be received, a follow-up medwatch will be submitted.